Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. Upon explant a fluid loss was identified; therefore, the existing ipp was removed and replaced. There were no patient complications reported.